Event description:
Customer reported recently having a blood glucose level over 600 mg/dl. Customer also reported that her blood glucose level was 600 mg/dl at the time of the call. Customer reported having a recent blood glucose level of 57 mg/dl which was treated with juice. Troubleshooting did not show that the insulin pump was malfunctioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.